Manufacturer narrative:
The biomedical engineer discovered 'insp flow sensor eeprom failure' in the error logs, this would have prevented the initiation of mechanical ventilation. A ge healthcare service representative recommended the replacement of the inspiratory flow sensor to resolve this reported fault.

Event description:
The hospital reported the unit failed preuse checkout, preventing the ability to initiate mechanical ventilation. There was no report of patient involvement.